Event description:
Physician reported rupture . This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Health effect impact code: f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ adhesion : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.